Event description:
Complainant alleged that during biomed testing, the device's defib output was out of specification. When discharged at 200 joules, the defib analyzer read an output of 238 joules. Complainant indicated that there was no pt involvement in the reported malfunction.